Event description:
It was reported during a liver biopsy procedure, upon removal from the patient, a burr was noted on the outer cannula of this biopsy needle. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. User technique during preparation of this device may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair. Warning: test firing the needle without stabilization may damage the cannula tip. Do not leave the needle cocked with the springs under tension until ready to use."